Event description:
It was reported that this was a vessel closure of an unknown vessel using the pre-close technique via a 7f sheath hole prior to a valve placement procedure. Reportedly, two prostyle device preplaced two sutures. The procedure was completed. The knots of the two sutures were advanced to the vessel wall; however, bleeding continued. An angiogram noted the puncture site was enlarged. Pressure was applied with an 8mm balloon at the access site via contralateral use of the left leg. An additional prostyle suture was deployed yet bleeding did not stop. The vessel was incised and it was observed the suture came off the vessel wall. The vessel was dissected. Surgery was performed to repair the vessel and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to previously filed report, update to information provided: it was reported that this was a vessel closure of an unknown vessel using the pre-close technique via a 7f sheath hole prior to a navitor placement procedure. Reportedly, two proglide sutures were preplaced. After the navitor placement, a dissection of the puncture site was noted via angiogram. A balloon was inserted from left leg (opposite side) and pressed the dissection. Hemostasis was attempted with the two prostyle sutures; however, bleeding did not stop at the enlarged access site. A third prostyle was deployed; however, bleeding continued. The puncture site was surgically incised and it was observed that one of the sutures came off the vessel wall. The access site was surgically sutured to repair the vessel and achieve hemostasis. There was no report of a clinically significant delay in the procedure or therapy. No additional information was provided.